Event description:
Baxter reports leak from the tubing of the homechoice set at the connection of the set and the transfer set. Affiliate reports this connection was a secure one. Noted during infusion, with no pt injury or medical intervention required per baxter affiliate.